Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 11" (28 cm) appx 1.1 ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock where it was reported that a port popped off of the manifold. This was attached to an umbilical venous catheter (uvc) and with this port opened it created a backflow of blood into the tubing and into the patient¿s bed. There were sure how many cc's of blood the patient lost but luckily it was caught relatively soon by the bedside rn. To the bedside rns knowledge, there was nothing manipulated the port for it to pop off. The product was used during use on the patient. Newly placed line, medication had not yet run through it. The medication used was 5% dextrose in water (d5%) from baxter. There was patient involvement, no patient harm but lost blood and luckily it was noticed quickly. There was delay in therapy since patient lost uvc access and had to obtain additional access due to this.

Manufacturer narrative:
Two photos were provided showing the port with the nanoclave missing. Received one used am3127 and one new am3127 for inspection. The used sample had a nanoclave missing from the port. Examination of the area under uv light showed adhesive coverage. The other ports were evaluated for bond integrity per product specifications. Each sample passed. The uv coverage of the failed sample was comparable to the samples that passed the bond integrity testing. The reported complaint can be confirmed. The probable cause is unknown. Corrected information can be found throughout section e, h6 health effect - clinical code and h6 component codes. The lot history of possible lot number 5782880 was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.